Event description:
Faulty er320 laparoscopic clip applier. Three clips applied by md; four clips fell out of clip applier without being applied; no other clips in clip applier. Additional er320 opened to complete case. Clip applier saved for representative.